Manufacturer narrative:
Customer was provided instructions and a pre-paid return (B)(6) label to ship back the defective breast pump to ameda, inc. To date, the product has not been returned to ameda for evaluation.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On (B)(6) 2014, to report a burning smell and leaking black fluid from the batteries in the battery compartment while using the purely yours breast pump. Customer states she had no contact with the black fluid leaking from the housing, therefore, she did not sustain an injury or burn.